Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A photo has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was provided: after the first set of product complaints towards the end of january, I went in and observed a day of cases. They were in the habit of double backing the suture and using up much of the stitch. I consulted with several folks and then suggested to the pa that not only is doubling back not necessary but was way too much material. She agreed, and in early february forward, was running the stitch per IFU. I didn¿t hear from them for a couple of months until the last few weeks, where the problem happened again. Corrected h6 statement: no device and no photo available for return.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the event description is the same but the only thing he can update that the product codes used per pcs are still sxmp2b411 (1) and sxmp2b409 (1), still unknown lot numbers, unknown procedures, and unknown event dates. But they are different patient each product complaint. ¿ date and name of index surgical procedure - tka. Dates unknown - late december/early january. ¿ product code(s) used? Sxmp2b411¿deep dermal. Sxmp2b409 ¿ superficial dermis. Dnx12. ¿ lot number(s) used? Unable to identify. ¿ for the original intended closure, how were all layers closed? Bidirectional sfx on each layer starting in center of incision and going in alternate directions. Dnx12 used as skin glue. ¿ on what tissue was the suture used? Sxpp2b436 ¿ capsule. Sxpp2b412 -- subcutaneous. Sxmp2b411¿deep dermal. Sxmp2b409 ¿ superficial dermis. ¿ what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. ¿ did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. ¿ are there any additional complaint pictures available of the device extrusions or reactions - no. For reaction complaints: ¿ please provide the onset date/time of the reaction from the initial procedure. Unsure. ¿ does the patient have a known allergic history to any medical devices, food and/or medication? Unsure. ¿ was allergy testing performed? If so, please describe with results. Unsure. ¿ was any pre-op cleansing procedures changed recently? If yes, please describe. No. ¿ was a topical skin adhesives used, if yes please identify the product and code. Yes, dnx12 ¿ what is the patient¿s current health status and condition? Unsure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please describe the symptoms/ manifestation of reaction. - was any prescription strength medication prescribed? Please specify? - was any surgical intervention performed due to this event? - was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a tka on an unknown date and in (B)(6) 2025 or (B)(6) 2026 over the past two months, the patient experienced a skin reaction that was attributed to the polymer material of the suture, occurring approximately five to six weeks post-procedure. All devices involved were discarded and are not available for return or evaluation. Additional information was requested.